Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports the lens had tore/break during injection/delivery into the eye; intraoperatively the lens was removed with no patient injury. On (B)(6)2022 a replacement lens of the same length was implanted and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).